Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 (health effect - clinical code). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was dislocating and so the surgeon wanted to remove 50 cup, liner, and 32 head and wanted to increase the size of the cup to 54 so that he was able to use a 36+15.5 head to help with stability and prevent dislocation. The patient's knee was unstable due to her anatomy. The surgeon wanted to go to a larger head to help stabilize the hip so he chose to up the size of the cup to help accommodate. Doi: (B)(6) 2020, dor: (B)(6) 2021, affected side: left hip.